Event description:
It was reported by a nurse, to the biomedical engineer, that when the patient was turned while cleaning, and then turned back, the monitor started beeping, and the patient was asystolic. The epg (external pulse generator) was picked up and found to be turned off. An attempt was made to turn the epg back on, and it turned on for a brief moment, then shut off again. It had been checked several times that evening to ensure the battery light was not on and was working properly. The biomedical engineer subsequently tested the epg, and it powered up fine. The epg was returned for test and repair. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, no electrical anomalies were found. It was noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the lead flex cover was contaminated, the battery contacts were compressed and the keyboard was scratched.